Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered on the catheter tip. After pulmonary vein isolation, box isolation was conducted. Then, during linear ablation, the impedance was no longer going down and ablation could not be conducted due to the high impedance cutoff. There were no issues related to temperature or flow on the catheter. The smartablate generator was in power control mode with noted power of 25-40 watts. The patient received eliquis (apixaban) as anticoagulant during the procedure. The catheter was removed from the patient¿s body and checked and a clot was stuck to the tip of the catheter. The issue was resolved by changing the smart touch sf catheter to another one. The procedure was completed with no patient consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The high impedance issue is not MDR reportable since the generator stopped delivering rf, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the clot is MDR reportable because a clot or coagulum on the catheter has poor adherence and pose a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/23/2018. The analysis has begun but is not completed at this time. A clot was found on the distal tip of the catheter, which coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot was discovered on the catheter tip. The device was visually inspected and clot was found on the catheter tip, however, during the second visual inspection the clot was not observed since it was removed due to the decontamination process. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 2. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a coolflow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the clot observed could be related to the procedure, however, this cannot be conclusively determined. The root cause of the electrical wire breakage cannot be determined, in addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).